Event description:
Caller reported a minimum fill notification, which caused customer's blood glucose levels to display "high." Customer addressed the high blood glucose by administering a correction injection manually and did not require third-party assistance. Customer attempted to load a new cartridge with no success initially, but after guidance from technical support, successfully filled and loaded a new cartridge, resolving the issue. Customer resumed insulin use with no further complications reported.